Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. The neck diameter at the original landing zone is now 31-34mm. It was reported that the patient presented with tender abdominal pain. It was determined that the aneurx stent graft had migrated 80mm distally from the original landing zone due to disease progression. The patient was converted to open repair and is recovering well. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft migration, surgical conversion to open repair. Disease progression; neck dilatation. Conclusion: stent graft migration, surgical conversion to open repair. Disease progression; neck dilatation.